Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for a fitting in (B)(4) 2022 and channels with abnormal impedances were found. The user's hearing performance with the device has decreased. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode caused due to device minute mobility, very likely led to device failure, as a decrease in hearing performance was reported. In situ measurements show various channels with hi impedance. However, during investigation the exact location of damage could not be determined due to the device's received condition. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user came to the clinic for a fitting in (B)(6) 2022 and channels with abnormal impedances were found. The user's hearing performance with the device has decreased. The user was re-implanted.